Manufacturer narrative:
Currently it is unk whether or not the resevoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report cracks in the reservior, that are causing leaks.